Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. Concomitant medical products: addr01, ipg, implanted (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had low pacing impedance noted on interrogation and had crossed the programmed limit about one month previous. No changes were made and the lead remains in use. It was also reported that the patient's right atrial (ra) lead had high pacing impedance as evidenced by a sudden increase one month previously. The ra lead pacing polarity was reprogrammed for better impedance values and because the patient was reporting pulsations possibly related to unipolar pacing. The ra lead remains in use. The patient reported shortness of breath but this was not indicated as related to the leads and will continue to be monitored. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range.

Event description:
It was further reported that the patient's right atrial (ra) lead and right ventricular (rv) lead were capped and replaced due to high impedance. No patient complications have been reported as a result of this event.